Event description:
It was reported that pump unexpectedly displayed reset screen while customer was using it. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump performed routine safety reset, was educated about effects on insulin tracking, cgm sessions, and cartridge loading, acknowledged instructions, and successfully resumed insulin delivery with no additional issues reported.